Event description:
Additional information indicated that this lead became dislodged possibly due to the extendable retractable mechanism. A second revision procedure was performed and the lead was explanted and successfully replaced. No further information is currently available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements when programmed to maximum amplitude. There was loss of capture at 5 volts at 2 milliseconds; however, sensing and impedance measurements were normal. A revision procedure was performed and the lead was successfully repositioned and obtained threshold measurements of 1.2 volts at 0.4 milliseconds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the helix mechanism would not extend most likely due to dried blood in the mechanism. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.